Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Here is the description of the incident according to the hospital pharmacy technician: ¿the white base of the canula broke during the injection of an active ingredient (a reconstitution of vancomycin), which required the preparation to be repeated¿. (B)(6) 2025 the accident occurred during a reconstitution of vancomycin (a non-cytotoxic antibiotic): -the user has not suffered any damage as a result of this accident.

Manufacturer narrative:
A device history record review was completed for provided material number 300637 and lot number 231016. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was received for evaluation by our quality team. Through examination of the sample, the hub of the needle (white component) was observed cracked. Based on the feedback provided, we understand that the hub broke during use. Considering that the needle was not noted as damaged before use and that no issues were identified during the production process, a cause related to the manufacturing process could not be determined for this incident. We cannot exclude the handling of the product or any incompatibilities between the devices used as potential causes for this incident. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction: aware date corrected to reflect the date that bd became aware of the complaint- 2 september 2025. It was determined that the original complaint was emailed to an invalid email address therefore was not received by bd when originally sent.